Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing low draw during use. The following has been provided by the initial reporter: -it is reported vacutainers are only filling up halfway. Verbiage received in email, - "tubes only filling half way." The lot number is 9224682 exp 2020-07-31. This is the only lot number that we noticed this problem with, and it was sporadic. There were no erroneous results reported!

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for low draw volume with the incident lot was observed. Testing of the customer samples was performed and low draw volume was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing low draw during use. The following has been provided by the initial reporter: it is reported vacutainers are only filling up halfway. Verbiage received in email, "tubes only filling half way." The lot number is 9224682 exp 2020-07-31. This is the only lot number that we noticed this problem with, and it was sporadic. There were no erroneous results reported!